Event description:
It was reported that an unspecified number of ultrafine iii nano pen needle 32g 4mm 5s experienced no label/missing label information. The following information was provided by the initial reporter: lot no. Not clear /missing. The printing of batch/lot no , mrp, manufacturing date, expiry date, ster date, p.l no, mrp etc is either missing or not clear.

Manufacturer narrative:
H.6. Investigation: three photos of a 32g x 4mm pen needle carton were returned from lot. No. 8255920, cat. No. 320179. Visual examination was carried out on the returned photos and it was observed that print of the lot. No., manufacturing date and expiry date where either missing or not clear. There was no reported breakdown or gap in the process while the batch number 8255920 of material number 32179 was being produced. The printing on the pouch is done by passing the pouch under the printer. If the gap between two pouches is not maintained, the printing on some of the pouches can be either missed or unclear. To correct this defect we have installed a pneumatic cylinder which maintains the gap between two pouches and thus it will reduce the issue of missing prints. H3 other text : see h.10.

Manufacturer narrative:
The medical device lot #, device manufacture date, and medical device expiration date have been updated. The following information has been updated: medical device lot #: 8255920. Medical device expiration date: 2018-09-12. Device manufacture date: 2022-08-22.

Event description:
It was reported that an unspecified number of ultrafine iii nano pen needle 32g 4mm 5s experienced no label/missing label information. The following information was provided by the initial reporter: lot no. Not clear /missing. The printing of batch/lot no , mrp, manufacturing date, expiry date, ster date, p.l no, mrp etc is either missing or not clear.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of ultrafine iii nano pen needle 32g 4mm 5s experienced no label/missing label information. The following information was provided by the initial reporter: lot no. Not clear /missing. The printing of batch/lot no, mrp, manufacturing date, expiry date, ster date, p.l no, mrp etc is either missing or not clear.